Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using their night aligners having a pain level of 4. The patient stated that their bottom tooth hurts when any liquid touches it, it is very sensitive and seems to only be one tooth. The patient also reported their aligner 10 on the bottom is not fitting now.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.